Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6), new mexico. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a detector on cardioplegia essenz console was not working during procedure. No additional information is available. It cannot be excluded that the detector is bubble sensor that did not detect air bubble. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to replace the bubble sensor and collect the essenz hlm log file. The claimed bubble sensor could not be tested by livanova technician since it was already disposed of by the customer. Log file extracted was analyzed revealing that no case log was created on the reported date of the event; however, log file from the day before the event revealed that 21 cardioplegia bubble alarms were recorded. Based on the above analysis it is very likely that the issue reported by the customer is an oversensing of the bubble sensor. However, the case remains conservatively reportable. Complaints database analysis revealed that no further similar issues have been reported for this unit after the bubble sensor replacement. Based on the collected information, the root cause of the reported issue could be reasonably traced back to a faulty bubble sensor. Since the part was no longer available, the root cause cannot be narrowed down to a specific bubble sensor subcomponent.

Event description:
See initial report.